Manufacturer narrative:
The following fields have been updated with corrections: b.5. Describe event or problem: it was reported that as lvp 20d 3ss cv bv had air in the line. The following information was provided by the initial reporter: patient was getting chemotherapy, blue ball IV tubing pulled air before line could be flushed.

Event description:
It was reported that as lvp 20d 3ss cv bv had air in the line. The following information was provided by the initial reporter: patient was getting chemotherapy, blue ball IV tubing pulled air before line could be flushed.

Manufacturer narrative:
The following fields were updated due to corrected information: d.9. Device available for eval?: no. D.9. Returned to manufacturer on: na. H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the "blue ball tubing" is "sucking air" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 3ss cv bv had air in the line. The following information was provided by the initial reporter: patient was getting chemotherapy, blue ball IV tubing pulled air before line could be flushed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv bv had air in the line. The following information was provided by the initial reporter: material no: 11522558. Batch no: unknown, 20116058. It was reported that the "blue ball tubing" is sucking air.